Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, selftest and occlusion test. No drive count or time values or changes incorrect for moving or coasting. Too slow or too fast alarm during testing. The motor was tested outside of the device and passed. Hardware low level failures alarm (variableinfo=3) confirmed in the pump history due to broken trace.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump failed the displacement test and self test. Blood glucose level of the customer was unknown. The customer was assisted with the troubleshooting. The customer also stated that the insulin pump did not detect the reservoir. The insulin pump will be returned for the analysis.